Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a fentanyl infusion on a syringe pump with a 3ml syringe, the device alarmed that the dose was complete although the syringe had 0.3 ml remaining. An examination of the syringe module revealed that the clasp mechanism which closes around the top of the plunger was not closing properly during the infusion. The patient was grunting, tachypneic and "jittery" with poor oxygen saturation. There were unspecified attempts to stabilize the patient which were difficult due to the inability to control the infusion. The dose and rate were changing as the process was evolving. The 0.3mls left in the syringe was administered on another pump. There was no lasting harm to the patient. Received a copy of the customer's medwatch report from the FDA which states, "during a syringe pump fentanyl infusion to an infant, the pump alarmed that the dose was complete though it was noted to have 0.3 ml of dose remaining. Examination of the syringe module revealed that the clasp mechanism that closes around the top of the plunger was not closing properly. Infusion was completed on a different pump." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
The customer¿s report that fluid remained after the infusion completed was not confirmed. Physical inspection of the device showed the plunger grippers would intermittently stick in the open position and would not immediately auto-close. Analysis of the log shows that on (B)(6) 2018 at 1:01 pm a monoject 3ml syringe was selected by the user with the syringe volume recorded as 0.667ml. The infusion program was started a short time later for an unknown drug at a rate of 3.912ml/hr with a vtbi of 0.652ml. Approximately 10 minutes later the infusion program completed on schedule alarming for infusion complete. Review of the syringe module event logs did not confirm any additional infusions on the day of the reported event using a 3ml syringe. Prior infusions using a 3ml syringe had been programmed, but they were during the previous month on (B)(6) 2018. Rate accuracy testing was performed and the device passed all tests. During a test infusion the entire contents of the syringe was delivered with no volume remaining. A test infusion was also programmed with the plunger gripper in the open position and the system alarmed appropriately for infusion complete with no volume remaining in the syringe. The root cause of the report that fluid remained after the infusion completed was not determined. The root cause of the plunger grippers not closing properly was identified as undersized holes and bumps on the inner surface of the drive head housing into which the gripper fits, due to wear of the molding tool.